Manufacturer narrative:
A replacement breast pump was sent to the customer. On (B)(6) 2016, a medela clinician follow up with the customer at which time she stated that her obstetrician diagnosed her with mastitis on (B)(6) 2016 and prescribed amoxicillin for 10 days. She also stated that the mastitis is cleared up at this time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The device was received on (B)(4) 2016 and evaluated by quality engineering, the evaluation results were not able to duplicate the customer's complaint of low suction.

Event description:
On (B)(6) 2016, the customer reported to customer service that the suction on her pump in style advanced was low and that she had a breast infection, but did not report of any diagnosis or prescribed antibiotics.